Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative tested the unit and found that when the cardioplegia side was set to warm or cool, the patient side would also warm or cool. Additionally, if the patient tank was set to cool to a specified temperature, it would cool below the set temperature. The fault was traced to a the cardioplegia solenoid valve, which was sticking. The solenoid was fixed, however the entire unit was replaced as a precaution. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t did not reach desired temperature of 41 degrees celsius during a procedure. There was no report of patient injury.

Manufacturer narrative:
The model number provided in the initial report (16-02-80), submitted november 21, 2016, was incorrect. Model number 16-02-80 is not distributed in the USA. The correct model number is 16-02-85.